Event description:
It was reported that the patient passed away in early 2012. An online search determined that the patient passed away prior to (B)(6) 2012. Attempts for additional pertinent information have been unsuccessful to date. Based on the limited available information about the patient's death, an internal classification has determined that the death may be possible sudep.